Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had received therapy from their implantable cardioverter defibrillator (ICD) and were brought to the hospital. At the hospital, the device was interrogated and the delivered therapies were listed on the report, but there were no recorded electrograms (egm) of the episodes. This led the patient to believe that there was a "possible software issue" with their ICD. Follow up was conducted and it was indicated that the delivered therapies were "in the time out section and this is not unusual." No programming changes have been made and the device remains in use. No patient complications have been reported as a result of this event.